Event description:
The customer reports that the pt received a small burn on the leg. They were using two pencils, one in the accessory port and one site two. One pencil was handswitching and the other was footswitching. When the footswitch was activated both pencils activated. The handswitching pencil was lying on the pt's leg. The treatment of the burn is unk at this time.